Event description:
It was reported vis medsun (B)(4) that balloon rupture occurred requiring additional surgery. The patient presented for a right heart percutaneous, patent ductus arteriosus, stenting procedure. The 5.00 x 16mm synergy megatron was advanced for treatment. During the procedure, the stent delivery system balloon ruptured resulting in a lack of deployment of the stent. The stent remained im the left subclavian artery. The patient became severely cyanotic and was emergently transferred to the operating room for life saving intervention. The patient was returned to the operating room for removal of the retained stent and for vascular rep.

Manufacturer narrative:
B3 date of event was estimated based on reported event date of july 2025.